Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient started treatment with intravenous meropenum (1g; frequency, and duration not reported), and intraperitoneal heparin (1000 iu in each bag for 3 days) for peritonitis. Action taken with therapy was not reported. At the time of this report, antibiotic therapy remained ongoing; however, the patient had recovered from the event. No additional information is available.